Event description:
It was reported that during a sleeve gastrectomy the device was placed on the stomach, between the jaws of the echelon, it was the first bite on the pylorus he was using a green reload. He closed the jaws of the echelon, pull the safety trigger and the firing trigger. The firing stopped immediately and the instrument was blocked. The fellow tried to pull the firing trigger again but it didn't work. He tried to open the jaws of the echelon but it didn't work. He pressed the home button and the knife came back in the home position, and the jaws of the instrument opened and it was removed from the patient. The jaws of the instrument were partially closed and would not open completely. No harm was done to the patient.

Manufacturer narrative:
(B)(4). Date sent: 6/18/2024. D4: batch # 433c69. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with a gst60g reload loaded on the device. The reload was received partially fired 1/4. Upon analysis, the jaws were partially open, the knife was noted to be partially deployed into the anvil. The device was closed and home button was pressed, and the knife returned to the home position as expected. The device was tested for functionality in the straight position with a reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. It is possible that the knife was partially deployed may have been due to opening the jaws before the knife was fully returned home after firing. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery's quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 433c69, and no non-conformances were identified.